Event description:
A site reported that the "chest stand" handle was broken. Additional info was requested from the site regarding the reported failure, however, no additional info has been received at this time. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.